Event description:
A us distributor contacted zoll to report that a (B)(6) patient experienced an inappropriate defibrillation event. The patient was treated at 09:29:02. Motion artifact contributed to the false detection . The patient did not press the response buttons. It is unk whether the patient was conscious during the event. The patient continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indications of a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor: (B)(4); 12/2011 - reuse. Electrode belt: (B)(4); 08/2012- reuse. Inappropriate defibrillations are an anticipated risk associated with the user of the lifevest. Patients are instructed through alarms, voice message, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.